Manufacturer narrative:
Corrected data: additional narrative. Philips has investigated this complaint. According to the information collected a clinical procedure was being performed when an image quality issue occurred. The procedure was cancelled when the customer was unable to recover from the image quality issue. A philips field service engineer (fse) checked the system onsite and confirmed the reported image quality problem. Fse performed troubleshooting and determined a defective hard disk drive (hdd) within the image processing pc (ip-pc) was the cause for the reported problem. To resolve the issue, fse replaced the hdd and reset the images in the system. After replacing hdd, the system was returned to clinical use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform x-rays due to an image quality issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a procedure was performed when the issue happened. The planned procedure was cancelled. The philips field service engineer (fse) checked system and confirmed that x-rays due to an image quality issue. After reviewing log file fse found there is a malfunction ip-pc, and the most likely cause is disk bay. Upon troubleshooting fse found that hdd (image disk 1) of the image processing pc (ip-pc) is broken. To resolve the issue, fse replaced the hdd and reset the images in the system. After replacing hdd (image disk 1) of ip-pc, the system returned to use in good working condition. The codes were updated based on the investigation outcome.